Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited low out of range shock impedance measurements less than 20 ohms. It was reported that the patient experienced a really big fall unrelated to the device and broke their femur and was hospitalized. Subsequent shock impedance measurements were noted to be in the 35-50 ohms range. Boston scientific technical services (ts) discussed troubleshooting options and recommended further evaluation. The patient underwent surgery to address the broken femur and once stable, will be transferred back to their home state where the following physician will assume further follow up of the patient. No interventions were undertaken at this time in relation to the low out of range shock impedance measurements. Available information indicates that the product remains implanted and in service. No adverse patient effects were reported.